Event description:
It was reported by a veterinarian that an animal underwent a spay procedure on and unknown date and suture was used. Approximately two week post operative, the wound dehisced. The vet stated that the suture was broken post operative.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Upon visual and functional inspection, the packaging appears to be intact and no leaks were detected.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.